Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported that during the implant procedure, the connected svc - pin was not recognized by the programmer during impedance measurements. The message " no svc connected " was shown several times and after several attempts. The device was replaced and the problem was solved. No patient complications have been reported as a result of this event.